Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that there was no rupture on the left breast implant and the right implant had a sticky substance on its shell but had no obvious rupture, upon explantation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2021, mentor received additional information indicating that on (B)(6) 2021, the patient was also diagnosed with breast ptosis, and also underwent bilateral capsulectomies with bilateral mastopexies, and removal of the breast implants only. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and suffered from a bilateral rupture. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the left side.